Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported did not automatically turn on when the slide clamp was inserted, which was reproduced during evaluation. The cause was determined to be a damaged upper auxiliary switch. The upper auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not automatically turn on when the slide clamp is inserted. There was no known patient injury or medical intervention associated with this event. No additional information is available.